Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the internal metal part which was sharp edged had been exposed from the bending section of subject device during an incoming inspection at the repair center of olympus (B)(4) (oekg). It was not provided the other detailed information. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not investigate. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus europa se & co. Kg (oekg), the bending section of the subject device had leakage and there were the damages on the bending section and the inside of the instrument channel of the subject device. Therefore omsc surmised that the reported phenomenon was attributed to the user handling such as the irradiating the laser device with the tip of the laser probe located inside the instrument channel of the subject device. If additional information becomes available, this report will be supplemented.